Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic following a vt episode that was appropriately treated. During the follow-up, exit block and a decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no lead damage was noted. The lead was explanted and replaced and the patient was in stable condition.